Event description:
This is the first of two reports (same problem, different pts). This report is in regards to pt one. It was reported that the slips happened in the last week (integra was made aware on (B)(6) 2014) on two pts. In both cases, each of the pts had to be re-pinned. There were lacerations on both pts. The surgical case was performed by the same surgeon. In one case, the doctor caught the pt's head as it fell. It was reported that after the first slip, the clamp was to be taken out of service but it somehow ended up back in service so there was no way to tell if it was the same clamp used for the second pt. Several requests for additional info were sent but to date no new info has been received from the customer.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based on the reported info.